Event description:
Pt was injected at a rate of 2cc/sec. When the injection was started contrast was noted to be leaking from the junction of the extension tubing and angiocath. The injection was stopped and the connection tightened. When the injection was started again the pt complained of discomfort in the arm. The injection was then stopped and swelling was noted under the patch. The radiologist was called in to check the arm and the exam was completed using a new site. The pt was treated with cold compresses and was doing well-no further medical intervention was required. The extravasation occurred at the antecubical fossa. The amount of contrast extravasated in not known and it is not known how much contrast was injected before the interrupted injection.